Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that the setscrew in the device head was blocked and the tip of the inner shaft is badly damaged. These findings are a clear indication that the setscrew was unscrewed too far and a strong force was applied to the handle. This led to a mechanical overload and finally to the damage of the screw-thread. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the device was manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the investigation of the complained device revealed that the setscrew was unscrewed too far and a strong force was applied to the handle which led to a mechanical overload and finally to the damage of the screw-thread, the device failure is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that the rod holder was damaged. No further information was provided. This is report 1 of 1 for complaint (B)(4).